Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb cable or wall adapter would not charge the pump. The customer used another non-tandem cable and the pump was charged. The customer's blood glucose level was 90 mg/dl.